Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would not produce an x-ray. No pt injury was reported.